Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 555589.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced inadequate pain coverage of their right sciatic area. Therefore, the patient was hospitalized and underwent a revision procedure to reposition the lead. However, the physician used electrocautery intraoperatively after which the remote control would no longer communicate with the implantable pulse generator (ipg) during the procedure. Communication, impedances and battery charge were assessed as adequate prior to the procedure, therefore, the physician decided to replace the ipg intraoperatively. The procedure continued and the lead was repositioned as planned. The patient has fully recovered postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility and the lead remained implanted.